Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be dislodged. As treatment they were able to apply a new pod.

Manufacturer narrative:
The pod arrived fully deployed. Initial inspection of the soft cannula indicated a kink. Analysis of the pod download data revealed that the pod generated an 0x6a occlusion alarm during operation. No timeouts or drive stalls were observed. Fluid was able to freely traverse the fluid path though the exposed portion of the cannula was kinked. The exact cause and timing of the soft cannula damage could not be determined. No blockages were observed along the fluid path. Inspection of the needle and drive mechanism showed no evidence of manufacturing damages or deficiencies that would contribute to the reported event. The exact cause of the reported event could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.